Event description:
It was reported that a patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on a right ventricular (rv) lead. On (B)(6) 2022 physician elected to cap and replace the rv lead. The patient condition was stable.